Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer did not think there was enough lubrication on the intermittent catheters, and that this lack of lubrication caused discomfort during use. No medical intervention was reported. Per additional information received on (B)(6) 2025, it was reported that the intermittent catheter was too flimsy. Per customer via phone on (B)(6) 2025, it was reported that the patient had been instructed to perform intermittent self cathing. They sent a box of 300 catheters that were labeled as pre-lubricated but by the time the catheters arrived, they felt that the lubrication had been broken down. They stated that the catheters were also too flimsy almost rubber band like. Customer stated that they had a neurological issue in their hands and so they did not work for them and received a sample pack from distributor to determine which catheter works best for them and will have their doctor prescribe a prescription once they make a decision. Customer was able to return the 300 catheters to the distributor

Event description:
It was reported that the customer did not think there was enough lubrication on the intermittent catheters, and that this lack of lubrication caused discomfort during use. No medical intervention was reported. Per additional information received on 03jan2025, it was reported that the intermittent catheter was too flimsy. Per customer via phone on 15jan2025, it was reported that the patient had been instructed to perform intermittent self cathing. They sent a box of 300 catheters that were labeled as pre lubricated but by the time the catheters arrived, they felt that the lubrication had been broken down. They stated that the catheters were also too flimsy almost rubber band like. Customer stated that they had a neurological issue in their hands and so they did not work for them and received a sample pack from distributor to determine which catheter works best for them and will have their doctor prescribe a prescription once they make a decision. Customer was able to return the 300 catheters to the distributor

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: warnings: this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Precautions: inspect the catheter before use. Do not use the product if the device or packaging is damaged. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.